Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with off no power. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the off no power alarm. The insulin pump was not bumped or dropped, and there were no unattended alarms. However, it was confirmed that this was the second occurrence of off no power with a low battery alert prior to the alarm. The alarm occurred during normal use. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected low battery alarms or power loss alarms noted during our testing. Power management tool confirmed the unloaded voltage and loaded voltage are within specifications. The insulin pump had cracked keypad overlay at the select button. Unit received with minor scratched lcd window, case and keypad overlay.